Manufacturer narrative:
No complaint sample was provided for evaluation; therefore the quality of the complaint sample could not be verified by this investigation. A review of complaint data did not identify any trends with this or similar failure modes. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the reported failure mode. A review of the device history record, raw material history files and the sterilization batch record for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. The vendor of the needle component will be notified of this complaint failure mode, as well as all applicable quality personnel will be made aware of the complaint in an effort to heighten awareness regarding the reported failure.

Event description:
The interventional radiologist was using the safety procedure of scooping up the needle cap and then removing the needle, 25g 5/8" needle, when he placed his finger on the cap, he was stuck by the needle which had penetrated the needle cap. The needle went through his sterile glove and penetrated his left thumb bring blood. He immediately removed his glove and washed his hands. Employee health was notified of the incident.